Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during patient follow up, egms showed episodes with aborted vf detection. Lead anomaly is suspected. Lead was explanted.